Event description:
It was reported that the neptune rover had a cut in the power cord and damage to the insulation and wires were exposed. The damaged cord was noticed prior to a procedure during set-up. There was no pt involvement and no adverse consequences associated with the device.